Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tip of the subject device broke during an unspecified procedure in 2023. The device was sent for repair to a third-party service provider, and the tip was replaced. The repair was completed in (B)(6) 2023. There were no reports of patient harm.

Manufacturer narrative:
D4 - serial number: it is currently unclear if the serial number associated with the event was (B)(6) and the customer was unable to verify. Olympus became aware of this event on 14oct2025 upon further follow up on a separate event involving the resection sheath with serial number (B)(6) reported in manufacturer report 9610773-2025-06575. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the subject device broke during an unspecified procedure in 2023. The device was sent for repair to a third-party service provider, and the tip was replaced. The repair was completed in (B)(6) 2023. There were no reports of patient harm.